Event description:
It was reported that this patient with the implantable cardioverter defibrillator (ICD) received inappropriate therapy due to a driven atrial rhythm in which the rhythm did not convert. It was also observed that the right ventricular (rv) lead impedances were out of range measuring greater than 125 ohms. At this time this ICD and rv leads remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced successfully due to high out-of-range shock lead impedances. No additional adverse patient effects were reported.